Manufacturer narrative:
Visual analysis of the photographs identified: yellow and brown particle material on the shell and opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. (B)(6). Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Explanting physician reported a right side rupture and changes in the shape of the mammary gland, pain, soft consistency. The device has been explanted.